Event description:
It was reported that during a splenic artery procedure using a glide catheter, the coil was partially advanced and then retracted into the catheter for repositioning. The coil detached during retraction within the microcatheter. The physician successfully removed the catheter with the coil inside. The case was completed with other coils. It was reported that the patient is stable and recovering.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.